Event description:
When attempting to troubleshoot the unit as it would not turn on, the patient advised that the power cord on the back of the unit was frayed and sparked. There were no adverse consequences to the patient as a result of the sparking and the unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed. Visual inspection verified the power extension cable was frayed and wires were exposed.